Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a patient via a patient support program (psp) to report adverse event and concerned a 14-years-old (at the time of initial report) female patient of an unknown origin. Medical history and concomitant drugs were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml), from a cartridge, via a reusable pen, humapen luxura half dose (hd) at an unknown dose with unknown frequency via unknown route of administration, for the treatment of type I diabetes, beginning on an unknown date in 2020. On an unknown date while on insulin lispro therapy, her insulin pen was not pressing, it was pressing so hard, and it was not giving insulin (pc number: (B)(4), lot number: unknown). Her glucose level was not going down from 400 for two to three days. On an unknown date, she kept going into ketoacidosis and ended up in hospital in intensive care due to this. Information regarding corrective treatment, outcome of the events and the status of insulin lispro treatment was unknown. The operator of the humapen luxura half-dose and her training status was not provided. The general humapen luxura half-dose device duration of use and suspect humapen luxura half-dose duration was not reported. The action taken with the suspect humapen luxura half-dose was unknown and its return was not provided. The initial reporting consumer did not provide relatedness the events with the insulin lispro drug and humapen luxura hd device. Update 23-apr-2025; information was received on 18-apr-2025 from the responsible complaint person (rcp) regarding consumer product quality assurance (cpqa). No new medically significant information was received, and no other changes were done to the case. Update 27-oct-2025: additional information received on 23-oct-2025, from initial reporter via psp which upgraded the case from non-serious to serious. Added one serious event of ketoacidosis. Updated the narrative with new information. Edit 03nov2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.